Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient´s representative reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient´s representative reported "deflation". This record is for the left side. Device remains implanted.

Event description:
Patient´s representative reported "deflation". Healthcare professional confirmed left side deflation. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to b5 description of event and h6 adverse event problem: conflicting information was received at the time the previous supplemental medwatch was submitted. It has now been confirmed that the left side device was deflated and explanted. Clarification to d4 device information: a device was received in the analysis lab for this record with lot number 1759189 and catalog number 68-420. At this time, it cannot be definitively confirmed whether it is the correct left side device for this patient. A supplemental medwatch will be submitted if additional information is received to confirm the patient's devices.

Manufacturer narrative:
Clarification to h.6. Remove f1905 event code as the device remains implanted. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device remains implanted.